Event description:
During af procedure, soon after the introducer was inserted into the body, air was aspirated. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. No additional puncture site was needed.

Event description:
During af procedure, soon after the introducer was inserted into the body, air was aspirated. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. No additional puncture site was needed. There was no air movement into the patient's body

Manufacturer narrative:
Additional information: b5, d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown.